Manufacturer narrative:
(B)(4): a photo of a needle that was broken in the body was supplied for this evaluation. A visual inspection of the photo was performed. Without seeing the break surface under high magnification it is difficult to determine if there was a material issue or if the needle failed from being over worked. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2013 and suture was used. The needle broke while being use to close the port site. The broken piece of needle was retrieved. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.